Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a hard-to-read full screen, the pump has rejected new batteries, an unexplained random no delivery alarms, the battery area was really scuffed up, the rewind was clicking sound, the lost alarm loudness, the backlight was dim, the battery does not stay charged, the battery takes longer to get charged, and the sensors last less than 6 days. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-7911na, mmt-332a, mmt-399a, and mmt-7715. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1880l. No product return is required for mmt-7911na. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-7715.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump¿s history and trace files downloaded successfully using thump software and uploaded to carelink. No unexpected insulin flow blocked alarms noted during testing or in the pump history. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (23.0mv at zero offset). Pump was cut open to perform visual inspection and found dried insulin on the motor slide. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, label damage(faded/stained/peeling), cracked case on the battery tube side, cracked case corner of belt clip rails, and cracked battery tube threads. Alleged insulin flow block alarms not confirmed during testing. Customer alleged for unexpected low battery alert in the pump history. Unexpected battery power loss was not confirmed. Alleged rewind anomaly not confirmed during testing. However, dried insulin on the motor slide noted during inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.